Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 due to a driveline infection. The patient had an area of redness and irritation around the driveline exit site. Wound care regimen was changed but redness continued. The patient then developed a fever of unknown origin and drainage from the driveline exit site was observed. IV antibiotics were administered for treatment. The cause of the infection was unknown.

Manufacturer narrative:
Section h4: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.